Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The field service engineer (fse) evaluated the device and confirmed the reported condition. The fse replaced the speaker assembly and the power management (pm) printed circuit board (pcb). The fse replaced the speaker assembly and the power management (pm) printed circuit board (pcb). The part was returned to the manufacturer for investigation: the power management (pm) pcba was tested and no failures were identified. The error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear

Event description:
It was reported that the ventilator test speaker failed. There was no patient involvement.